Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Additional information: international phone number - (B)(6). The device was not returned; therefore, an evaluation could not be conducted. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported difficulty. Internal and external visual inspections were performed and revealed no problems. The device passed both the electrical and functional testing. Testing of the power cord received with the device revealed no problems and that it is electrically intact. The results of the sample analysis revealed no failure or malfunction were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.